Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, metal poisoning, metallosis, and loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. The head, cup and taper were removed and replaced with a biomet head and competitor product. Patient alleges undergoing an additional revision on (B)(6), 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to pain. Medical records indicate the acetabular cup had no bony ingrowth. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain. The operative notes confirm that the femoral stem and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01907 / 01909).

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-01907 / 01909 & 03769).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, metal poisoning, metallosis, and loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. The head, cup and taper were removed and replaced with a biomet head and competitor product. Patient alleges undergoing an additional revision on (B)(6) 2012; however, a review of invoice history could not confirm the second revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.